Manufacturer narrative:
H3: the pipeline flex braid was returned for analysis. The pipeline flex pusher and marksman micro catheter used during the event was not returned for analysis. Both braid ends were found fully opened, damaged, and frayed. The middle braid was found fully opened and slightly damaged. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Possible causes for damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported pipeline was resheathed more than 2 times, the pipeline was not placed within a bend, devices were prepared per IFU and patient vessel tortuosity as normal. Customer also reported that less than 50% of the braid was deployed, however, the middle braid failed to open. As the pipeline flex pusher and marksman micro catheter used during the event was not returned, any contribution of the pipeline flex pusher and marksman micro catheter towards the failure to open distal could not be determined. The marksman micro catheter is compatible for use with the pipeline flex. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 4mm. The distal landing zone was 3.6mm and the proximal landing zone was 4mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When less than 50% of the pipeline was deployed it was noted that the middle section was not opening. The pipeline was resheathed more than 2 times but could not be opened. It was noted that the pipeline was not positioned in a bend. No additional steps or devices were tried to open the pipeline. After multiple attempts to resolve the failure, the distal end appeared frizzy and the middle still did not open so the pipeline was explanted and replaced to complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed obvious aneurysm retention with normal vascular blood flow. Ancillary devices: cordis sheath ((B)(4)), marksman microcatheter (model: fa-55150-1030, lot: 222175568)